Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to fluid loss from the pressure regulating balloon. A new aus device consisting of a 3.5cm cuff, 61-70 cm h2o balloon and pump, was implanted. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.